Event description:
Reporter indicated that communication was not successful when attempting to interrogate a patient's pulse generator. The programming system was reported to have been able to communicate with other generators. It was also reported that the patient could not perceive the stimulation and had experienced a seizure increase, below pre-vns baseline. Good faith attempts for add'l information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.